Event description:
It was stated that the customer was treated by the paramedics due to low blood glucose. No blood glucose reading was reported. The customer changed the infusion set two days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.